Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing device migration. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly experienced device migration following head trauma. The recipient underwent repositioning surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using the device without any issues. Due diligence attempts to obtain the initial implant surgery date were unsuccessful. The recipient remains implanted. This is the final report.